Event description:
Same case as MFR#: 2134265-2010-02646. It was reported that post a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. An unknown size taxus express2 stent was implanted in the circumflex (cx) artery. Approximately four years later, the patient presented emergently with a myocardial infarction (mi) and chest pain. The patient had stopped taking plavix approximately 1 week prior to presenting at the facility to prepare for an ¿esi¿ procedure. Thrombosis was detected angiographically. The distal most unknown stent was dilated in its non-overlapped segment with a 3.25x20mm nc quantum apex balloon to 20 atms. The balloon slipped distally into a non stented segment. Repeat angiography demonstrated a type c dissection. The patient experienced chest pain. This was covered with a 2.5x28mm promus stent, deployed at 9 atms. The promus stent was post dilated with a 2.75x20mm nc voyager balloon to 16 atms. Then a 3.25x15mm nc voyager was used to dilate the proximal portion of the promus stent and the existing taxus express2 stent to 16 atms. Ivus was done pre and post dilatation and demonstrated good stent expansion and apposition. Ivus also revealed no visible restenosis of the existing taxus express2 stent throughout its length. Medications received included: heparin, asa, ntg, plavix, angiomax, and reopro. Patient status reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)